Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing using a test ECG cable without duplicating the report. An internal inspection found no discrepancies. The device logs were not available for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.